Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the connector broke, which led to the separation of the prn and subsequently lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the bd indwelling needle was brought into the center of the endoscope. At that time, the intravenous infusion line was connected with the y-shaped side hole, and the original prn was temporarily not used. Later, during infusion, the patient complained that the sheets were wet, and the nurse found that the heparin cap was leaking and the prn was broken.

Manufacturer narrative:
Two retained samples of this batch were taken for 45psi leakage test and prn pull force test, the test results met the product specifications. A device history review was conducted for lot number 1174354. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was submitted to our facility to aid in our investigation. While our engineers were able to confirm the reported event based on the image they were unable to make any determinations regarding the root cause with the physically affected device being available for review.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter the connector broke, which led to the separation of the prn and subsequently lead to leakage. There was no report of patient impact. The following information was provided by the initial reporter: the bd indwelling needle was brought into the center of the endoscope. At that time, the intravenous infusion line was connected with the y-shaped side hole, and the original prn was temporarily not used. Later, during infusion, the patient complained that the sheets were wet, and the nurse found that the heparin cap was leaking and the prn was broken.